Manufacturer narrative:
The device was received for evaluation. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, and patient notifier was tested with no anomaly was detected. The cause of the field event remains undetermined.

Event description:
During a follow-up, it was noted that there were episodes of noise and an increase in impedance on the right ventricular channel. During the revision procedure, the leads were tested with a pacing system analyzer and revealed normal electrical values. The device was explanted and replaced to resolve the event and the patient was stable.